Event description:
It was reported by the affiliate that the prolene tape detached itself from the needle during the procedure. The procedure was completed successfully. There were no adverse pt consequences reported.